Manufacturer narrative:
The insulin pump had a button error alarm and no esc and act button response due to the corroded keypad traces. It was noted that there was no moisture damage inside the pump. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose is 212 mg/dl. Customer stated that he went to the beach at the pool. Customer stated that the buttons seem to be having trouble. Customer received a button error alarm. Customer stated that he took the battery out and put it back in but the buttons seem to not be working. Customer stated that it looks like it keeps pressing act and esc over and over. Customer stated that the button error alarm did occur right after the pump was exposed to moisture. Customer took his pump off and then went into the pool. Customer got reattached and placed the pump in the pocket of his damp shorts. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.